Event description:
According to the reporter, the trach tubes consistently have leaks in the cuff after being in a patient for some time. The pilot balloon was an unreliable indicator of air within the cuff. There was no patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.